Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, wired footswitch does not work when it was outside clinical use and footswitch remains in error mode. The philips field service engineer (fse) inspected the system onsite and confirmed that wired footswitch not being available due to be mechanical failure . Fse has confirmed that the reported failure and inspected the system onsite and fse found the connector of wired footswitch was broken. Fse replaced the footswitch. After replacement of the footswitch the system was returned to use in good working order.

Event description:
It has been reported to philips that the zenition 50 mobile system footswitch was not available. No harm has been reported. Philips has started an investigation of the complaint.